Event description:
The facility's purchasing department reported an infusion pump with an 812:02 failure code. The representative from the department stated the failure occurred during biomed testing. There was no patient injury or medical intervention and no record of any patient incident involving the pump since the last baxter service event. Information was requested by baxter customer service but details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved, tubing product code or the set up of the infusion device. Additional contact information was requested but no additional contact was provided.